Event description:
The patient reported problems with charging the implant. The patient was seen by an advanced bionics representative for device evaluation. The problem was confirmed. Explant surgery has been scheduled.